Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc) , it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device, and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the report of olympus service operation repair center (sorc), omsc surmised that the reported phenomenon was attributed to the failure of the cable unit of the subject device due to the applying the excessive force, and kinks by the user handling. The water invasion into the ccd unit of the subject device might had been occurred due to the gap which was caused by the applying the excessive force to the camera head. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device, and duplicated the reported phenomenon. Sorc found the camera cable break, which might have been caused the reported phenomenon. Sorc also found the camera cable kinks and the water invasion into the ccd unit. There was no patient injury associated with this report.